Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise and high, out of range, pacing lead impedance was observed. The lead was capped. However, when the physician pulled the cap to be sure it was tight, the insulation disintegrated under and around it and the cap came off. The lead was cut farther down and lead was recapped. The patient is stable.